Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs systems. It was reported the patient has pain at the ipg site of her thoracic system and the ipg is no longer working. It was reported surgical intervention will be undertaken at a later date to address the issue. No further information is available at this time.